Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer was able to complete the insulin pump rewind. The insulin pump passed the displacement test. The customer also reported that their infusion set leaked from the site. They had already discarded the infusion set. The customer had a blood glucose of 348 mg/dl. Their current blood glucose was 144 mg/dl. The insulin pump and infusion set will not be returned for analysis.